Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Stent: xience v 3.0x28 mm, 3.5x23 mm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: factors that can contribute to difficulty to position the stent delivery system include, but are not limited to, damage to the stent implant, product size selection, damage to the stent delivery system (sds) or accessory devices. To help ensure this type event is not the result of a manufacturing deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Evaluation of the returned stent delivery system (sds) found blood in the guide wire lumen and on the balloon and stent implant. There was contrast in the inflation lumen. The stent implant was stationary on the balloon and between the markers of the tightly folded balloon with no damage noted to the stent implant. There were no kinks noted to the distal shaft or the tip. There was no damage noted to the sds. The location of the stent implant was confirmed to have met specification between the two markers which is inconsistent with the reported stent misplacement. The outer diameters of the stent implant were measured and met manufacturing criteria. It was reported that the stent appeared misaligned under angiography, thus it was difficult for the physician to position the stent delivery system. After removal the stent was noted to be secure on the balloon. It is possible that the patient anatomical conditions may have contributed to the appearance of the stent placement and subsequently led to the difficulty to position. In this case, the misalignment of the stent could not be confirmed. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for difficult to position or misaligned stent this lot. Although a conclusive cause for the reported complaint could not be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that percutaneous coronary intervention was performed on the distal, mid and proximal right coronary artery. After pre-dilatation was performed, a 3.0x28 mm and 3.5x23 mm xience v stent were implanted. An attempt was then made to place a 3.5x15 mm xience v in the ostium; however, the stent appeared misaligned to the distal balloon marker and was difficult to position at the lesion. After removal of the device from the anatomy, the stent implant is noted to be secure on the balloon and is not loose. The stent delivery system was changed to a new 3.5x28 mm xience v and the procedure was completed without any problem. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.